Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she experienced low blood glucose but did not receive a sensor alert. The customer stated that the insulin pump went into threshold suspend when her blood glucose was 35 mg/dl but she did not receive a low glucose alert from the sensor. She treated by drinking soda. Customer stated she had a low blood glucose event on (B)(6) 2015 of 49 mg/dl and has been having lows since then. She mentioned she started a new medication but is not sure if it is causing the issue. Current blood glucose is 143 mg/dl. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field. Customer was advised to monitor the insulin pump.